Event description:
It was reported, that the left ventricular lead exhibited high impedance. It was also noted, that the sudden jump indicated possible lead fracture. Further information was requested. However, was not provided.